Event description:
It was reported that the patient developed an infection in the battery site. It was noted that the battery eroded through the tissue. It was noted that the patient saw the surgeon for their two week post-op approximately two weeks prior to report. It was noted that the site was reddened at that time but there was no evidence of erosion. It was noted that the patient was placed on antibiotics. It was further noted that the patient had another follow-up appointment on the date of report which was when the erosion was discovered. It was noted that an explant was planned for 2014 (B)(6). The event occurred post-operatively. Symptoms or complications associated with the event included infection at the device pocket and the right side implant. The date of onset/diagnosis of infection was 2014 (B)(6). It was unknown if a culture was taken. It was noted that antibiotic treatment was necessary. There was no diagnostic testing or troubleshooting performed as it was not required. The patient¿s status was alive with no injury. Additional information received reported that the implantable neurostimulator (ins) and lead were explanted. Additional information received reported that cultures were done and grew a small amount of corynebacterium. The explant was performed on 2014 (B)(6). It was noted that in talking with the physicians¿ assistant, the physician felt it was more of an erosion issue than an infection issue. It was noted that ¿although the incision area was necrotic looking.¿ it was further noted that a replacement was planned for 2014 (B)(6). Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
No device analysis was performed; the device met risk based criteria.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2014 (B)(6), explanted: 2014 (B)(6); product type lead product ID 97740, serial# (B)(4); product type programmer, patient product ID 97754, serial# (B)(4); product type recharger. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.